Event description:
High pacing impedance was reported. The lead was explanted and replaced. An attorney alleged the patient suffered physical and other injury due to the lead. A lawsuit states the patient experienced inappropriate and/or excessive shocking, fracture, or other injury requiring medical intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed.

Event description:
High pacing impedance was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed.